Event description:
Device was not returned. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024

Manufacturer narrative:
N/a.

Event description:
The following has been reported: staff called and reported pump with cassette errors. Waiting for confirmation of no report of patient harm or that the issue did not stop an active infusion. A preliminary review of the logs identified the following issue: software bug (cam movement fail/fva drive accuracy)(sw-1) this was addressed by recall #z-1484-2024) please note that the customer is still on previous sw revision (5.8) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.